Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v534679, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that when the patient was first implanted, they fell and ¿disconnected something.¿ it was unknown when this occurred. It was noted ¿they could not seem to get it to work¿ and ¿could not fix it.¿ a follow up report will be sent if additional information is received. Per manufacturer¿s device registry, the patient would later have the system explanted and replaced with a new system.

Event description:
Additional information received reported that the manufacturer representative didn't recall if they were at all 3 surgeries but thought they did attend 2 of the surgeries. Additional information received reported that the patient device was originally placed in (B)(6) 2010 and after the device was originally placed the patient had a total of 2 revision surgeries. The first revision surgery took place on 2012 (B)(6) and the manufacturer representative was present at both surgeries.